Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a relabeling step in (B)(4), a pin hole was found on the tyvek. Hole size was about 0.5mm.

Manufacturer narrative:
(B)(4). Additional lot numbers: j4a06w and j4a25k. Corrected data: the sales unit carton with six individual sealed packages returned for evaluation. The carton was in good condition. On one package, the spot over the fin of the knob was found to be very thin. The tyvek was examined under the microscope in order to observe potential hole characteristics prior to testing with methylene blue. Visual examination showed the presence of fibers in the area in question and dye did not flow through tyvek; therefore, presence of a hole in the tyvek was not confirmed. Each of the additional packages returned were visually inspected. No hole defects were observed on any of the packages. The description of "thin spots" can be attributed to packaging material characteristics. The structure of the tyvek material is dense in some places and less dense in others giving the appearance of "thin spots." This appearance does not constitute breaches in the sterile package. Complaint cannot be confirmed. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.